Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a spectrum pump had an issue related to IV set up and air in line to baxter (B)(6). There was a patient involved and the event occurred during treatment in the pediatrics general b unit. There was no patient/user injury, medical intervention, symptom or adverse event reported. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported 'issue related to IV set up and air in line¿ which were not reproduced. The reported 'issue related to IV set up and air in line' were verified through a review of the event history log as a reload set alarm the device underwent functional testing which included fluid pressure testing and found the reported symptom to be caused by low ultrasonic fluid numbers due to a failed upstream sensor. The upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.